Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). Following the procedure, the registered nurse (rn) who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that after the handle was shuttled down, the sheath would not retract to the shuttle. The registered nurse finally got the sheath to retract, but it was very difficult and it took a lot of work. According to the registered nurse, hemostasis was achieved after a 4 minute hold. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.